Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: one physical sample and two photos were provided to our quality engineer for investigation. Through visual inspection of the product, damage is observed on the barrel. The damage caused the stopper to become distorted against the barrel when moving, resulting in the leak reported. A device history review was performed for reported lot 1802055, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Product undergoes both visual and functional testing throughout manufacturing to ensure there are no issues prior to release. While our investigation did not identify a direct issue related to this incident, it was determined the root cause of this malfunction was the barrel getting jammed in the manufacturing equipment. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Investigation conclusion: it has been received 1 used sample of 5ml without blister and 2 pictures for investigation. Upon visual inspection of this sample and these pictures it can be observed a damage on barrel that causes when stopper is moved at this point it resulted distorted against barrel walls causing leakage. DHR of lot 1802055 has been reviewed finding an annotation related to the alleged defect. According to inspection plan procedure (B)(4) by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures ((B)(4)): (B)(4). Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with barrel jammed in manufacturing equipment during manufacturing process. We would like to inform you that this manufacturing line is not active since may 2018. Root cause description: barrel jammed in manufacturing equipment during manufacturing process.

Event description:
It was reported that the unknown bd syringe experienced product damage and leakage. The customer stated, "user was a specialist, basic set taken to perform spinal anaesthesia, after successful puncture of the spinal space: application of the local anaesthetic using the 5 syringe in the set, at the beginning of the application the user noticed that the local anaesthetic was pressed past the injection stamp and came out of the syringe backwards, immediate stop of application, user took external syringe and performed application, after spinal anaesthesia the user took a closer look at the 5-syringe, he noticed that the syringe is slightly deformed."